Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support assisted customer with resetting pump using provided reset instructions, malfunction did not recur after reset, customer was advised to continue using pump and to call back if any malfunction code recurred, and caller acknowledged and understood instructions.